Event description:
Guidewire distal tip fracture.

Manufacturer narrative:
Info received from the affiliate indicated the following: the physician attempted to cross a chronic total occlusion of the lad using an atw marker wire with an ninja fx ptca balloon for back up support. When he tried to pass the wire via the torque technique, the tip of wire fractured. The tip did not separate and was withdrawn along with the balloon. The pt remained stable throughout the procedure. The product has been returned for evaluation; however, the analysis is not yet completed. Add'l info will be submitted within 30 days of receipt.